Event description:
Boston scientific received initial information that there was left ventricular (lv) loss of capture on this lead. At this follow-up visit, no intervention was taken, and the physician elected for further performance evaluation before proceeding with any defined action. No adverse patient effects were reported. Seven days later, lv dislodgement was confirmed into the subclavian vein, as source of loss of capture previously observed. This lead was abandoned in situ and a new lv lead was subsequently implanted due to thin vein condition of the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.